Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging error 5. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The subject test strips have been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
(B)(4): the test strip has passed testing and the reported issue could not be reproduced. However, unrelated to the primary issue, an error 4 issue was found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.